Event description:
The customer reported using their precision xceed pro blood glucose monitoring system on a patient. The patient received an inaccurate reading of 148 mg/dl on the customer's glucose monitoring system compared to a lab reading of 63 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Test strips from the reported strip lot 6d3k1g were returned and investigated. The complaint was not confirmed and no new issues were observed. Test results were within range specification. No errors were observed during testing. This is a final report.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Evaluation results: the reported meter (B) (4) was returned for investigation. The complaint was not confirmed. Retain testing of lot 6d3k1g was also performed. All results were within the range specification and no errors were observed. This is a final report.

Event description:
Customer reported an unexpected negative result when testing a sample with a history of an anti-kell on the echo.